Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported to aesculap inc. That a columbus knee implant system was implanted during a primary surgery of the right knee performed on (B)(6) 2016. According to the complainant, following the primary surgery, the patient experienced right knee pain, as well as loosening and instability of the implant. The patient underwent a revision surgery on (B)(6) 2018. The complaint device was not available to be returned to the manufacturer for evaluation. No known adverse patient effects occurred as a result of the revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under aag reference (B)(4).